Event description:
It was reported that during a laparoscopic cholecystectomy procedure that after the device was removed from the patient and being cleaned a portion of the jaw broke. The broken portion was the part of the jaw with the tissue pad, not the blade. The case was completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the hand activations contacts bent and with the distal tip of the blade broken off and returned. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display instrument errors or activation issues. Hand switch contacts damaged due to tilted handpiece hitting contact top surface during assembly. During functional testing on gen11 an instrument error was displayed. A probable cause of the device stop activating and display an instrument error is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.